Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered and stent fracture occurred. The target lesion was located in the tortuous left circumflex artery (lcx). A 28 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. To add support to the guiding catheter, the physician utilized anchor technique using a balloon catheter in the left anterior descending artery (lad). The promus premier¿ stent was reinserted but it became stuck inside the guiding catheter and a breakage on the stent strut was noted. The device was pulled out, and a 2.5 x 24mm promus premier¿ stent was advanced using anchor technique and the procedure was completed. No patient complications were reported and the patient's status was stable.